Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had an infection at the ipg site within 90 days of implant. As a result, the patient underwent surgical intervention on (B)(6) 2023 wherein the entire system was explanted to address the issue. The patient was on antibiotics for an additional 28 days which resolved the infection.